Event description:
During the course of normal usage, the 'domes' of hearing aids became dislodged from the speakers while being worn. One moved to the ear drum resulting in a week of pain and prompted medical attention. After removal of that dome, examination of the other ear revealed a similarly dislodged dome. No pain was associated with that dislodged second dome, but as a consequence, there was no clear marker as to how long it had been there. During regular cleaning, domes are removed and replaced according to MFR instructions. Missing domes were attributed to losses during the cleaning process. Proper replacement is noted by a "click" when it becomes attached to the speaker. This sound was always carefully noted before wearing the aids.